Event description:
The patient contacted lfs alleging an apply sample message on the ultralink meter. The patient did not exhibit any symptoms or seek any medical intervention due to the reported issue. The patient retested using a new vial of test strips and issue persisted. The meter was replaced. The complaint is being reported due to the apply sample message.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.